Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture and a010402 migration. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Healthcare professional later reported "#1 history of bilateral augmentation mammoplasty, #2 capsular contracture with implant displacement bilaterally, #3 ptosis bilateral breast. Healthcare professional later reported "obvious displacement with suspected capsular contracture generating that implant displacement palpable and visible particularly in the superior poles bilaterally with an appropriate need for removal and replacement and considerations for conversion either whole or in part into a new pocket of muscular space. She has had and in fact has had suggestions for mastopexy in the past as well as recently and elected to proceed with the after mentioned procedure to rectal capsular contracture as well as ascertain the need for removal and replacement given the obvious implant displacement and suspected incipient implant rupture with crease fold failure of the implant generated by capsular tissue." Capsular contracture baker grade iii confirmed via mammogram. This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed openings during the analysis. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed. As per the investigation procedures wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Healthcare professional later reported "#1 history of bilateral augmentation mammoplasty, #2 capsular contracture with implant displacement bilaterally, #3 ptosis bilateral breast. Healthcare professional later reported "obvious displacement with suspected capsular contracture generating that implant displacement palpable and visible particularly in the superior poles bilaterally with an appropriate need for removal and replacement and considerations for conversion either whole or in part into a new pocket of muscular space. She has had and in fact has had suggestions for mastopexy in the past as well as recently and elected to proceed with the after mentioned procedure to rectal capsular contracture as well as ascertain the need for removal and replacement given the obvious implant displacement and suspected incipient implant rupture with crease fold failure of the implant generated by capsular tissue." Capsular contracture baker grade iii confirmed via mammogram. This record is for left side. Device was explanted and replaced.